Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: occlusion requiring surgical intervention. Device issue: none. It was reported that after use of the graftmaster to seal a perforation, the distal lad became occluded. The pt was sent to bypass surgery to repair the distal lad. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - engineering reviewed the incident info. Based on review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specs; however, the device was not returned for analysis. Without the device, no root cause could be identified.